Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawers 3.1, 5.1 and 6.1 were failed. User tried to recover and reboot station. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the drawers were failed. A field service engineer (fse) replaced the drawer control board, pyxis module controller board, and cubie tray (row b) on main half height 5.2 and row d on main half height 6.1 and installed one new slide bumper on aux half height 7.2. The system functioned as intended after the field service engineer repaired the device.